Manufacturer narrative:
A visual examination of the device found 2 kinks in the pigtail area at approximately 4.5 and 5cm from the tip. Additionally, the opposite side of the kinks appeared to be flattened. The kinking appears to be caused by the guidewire hoop pressing against the tubing. It was noted that the condition of the returned unit was consistent with the complaint incident that the ttp jejunal device was kinked. The kinking of the ttp jejunal tube most likely occurred during shipping/handling therefore the most probable root cause is 'handling damage'. A device history record (DHR) review of lot number 15716263 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, during tube replacement, it was noticed that there were two dents on the jejunal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, during tube replacement, it was noticed that there were two dents on the jejunal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of jejunal tube kinked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.